Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were "10.2 mmol/l, 6.9 mmol/l, and 6.8 mmol/l" on their meter. Tests were done within 10 minutes with a difference of 25.21%. Patient did not experience any adverse events. No further information has been reported.